Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Reported event was confirmed with product return. Visual examination of the returned products confirmed that one kit had dark debris between the inner and outer cavities; the area of the debris is greater than the accepted tolerance. Review of the device history record(s) identified no deviations or anomalies related to the reported issue during manufacturing. The likely condition of the parts when they left zimmer biomet control is considered non- conforming based on the evaluation of the returned products. Although the exact sources of the loose and embedded particles cannot be identified, these particles were introduced during the manufacturing process. Therefore, manufacturing deficiencies are considered as the root causes of the reported issue. A correct action was opened to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02920.

Event description:
It was reported that there were stains on the product. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.